Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device was stuck with a non-boston scientific guidewire. Both the balloon catheter and guidewire were removed as one unit, and the guidewire was able to be removed from the catheter outside the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported.